Event description:
It was reported by the affiliate in japan that during a meniscal repair procedure on (B)(6)2022, it was observed that the suture on the truespan 24 degree plga device snapped after two anchors were deployed. According to the report, the needle on the device did not make any contact with the suture during the 2nd anchor deployment. It was further reported that the suture in question was applied between the two anchors. The surgeon performed tensioning lightly, but the tension was not applied at all. When he pulled the suture lightly, it snapped. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. Visual inspection revealed that there were no anomalies or structural damage on the outside of the device. It was identified that the two implants with the suture were not attached in the needle. Also, it could be observed the needle was slightly bent. Finally, the suture was found broken with tear condition. The red trigger was reviewed and tested, it performed as intended. The pusher rod that placed the implants was also in good shape, no structural anomalies could be found. A manufacturing record evaluation was performed for the finished device lot number: 8l36799, and no nonconformances were identified. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the condition of the device could be related to excessive manipulation; moreover, mishandling or procedural variables, such handling of the device or product interaction during procedure could cause the bent condition of the needle and the suture knots can be exposure to a sharp surface rubbed during procedure and a force applied to the suture at the moment of tightening the repair could cause the broken condition. As per IFU, it is important to use caution when tensioning the suture. Overtensioning may cause tissue damage and/or suture or implant breakage. Avoid damaging suture with needle. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.